Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was not hospitalized for the peritonitis. The patient was treated with injections of fortum 1.5 gm, refline 1.5 gm and heparin (frequencies were not reported). It was reported, the patient recovered from the peritonitis. No additional information is available at this time.